Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 27sep2019. Date of report: 02oct2019. The field service engineer evaluated the device and the reported issue was confirmed. The field service engineer replaced the touchscreen assembly to address the reported issue. The issue was resolved, the device passed all testing, and the device now functions as intended. The defective touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance being out of specification is what caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. There was no patient or user harm reported.